Event description:
The customer reported falsely decreased calcium results generated on the architect c16000 analyzer on two patients that were not reported out of the laboratory. Results provided: (B)(6)2024 sid (B)(6)= 1.21 / 2.37 mmol/l (B)(6)2024 sid (B)(6)= 1.253 / 2.43 mmol/l normal range: 2.15-2.55 mol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6), (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased calcium results generated on the architect c16000 analyzer on two patients that were not reported out of the laboratory. Results provided: (B)(6) 2024 sid (B)(6) = 1.21 / 2.37 mmol/l. (B)(6) 2024 sid (B)(6) = 1.253 / 2.43 mmol/l. Normal range: 2.15-2.55 mol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot number 18826un23. Trending review of list number 3l79 determined no trends for false low patient results due to the product. Return testing was not completed as returns were not available. Quality control results recovered in range. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of architect calcium reagent lot number 18826un23 was identified.